Manufacturer narrative:
This is one of two events concerning the same patient with different reportable events. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported on unrelated customer experience that multiple fluid leaks (dates event occurred is unknown) were encountered. It is unknown where the leak was observed. It is unknown if the liberty cycler alarmed when the leak was observed. Additional information was solicited.